Event description:
It has been reported to the philips that system was not booting. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that system was not booting. Fse loaded the software. The review of the log file shows malfunctioning frontal ip-pc. Malfunction can be confirmed but the root cause could not be determined. The system meets the specification for the performed service and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.